Event description:
Seven months ago, the pt was admitted to our facility with a prepyloric channel ulcer type three. The pt underwent a truncal vagotomy, amtrectomy with bilroth ii and a jejunostomy feeding tube placement. Last month, the pt developed a chronic fisutla of the left anterior abdominal wall. The pt underwent sugery for excision of the fisutla which revealed a foreign body in the fistula tract. The foreign body appeared to be the cuff from the jejunostomy tube that was previously removed six months ago. The cuff was found to have contributed to the fistula. The cuff was removed in its entirety. The healthcare professional's impression is that the retained cuff from the jejunostomy tube caused the fisutla.